Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker presented to the hospital due to syncope. Upon interrogation, the right ventricular (rv) pacing thresholds had increased. The pacing outputs were reprogrammed, and the patient was hospitalized. Then it was reported that on the hospital monitor, ventricular capture loss was noted when the av delay was extended with the av search + feature programmed on. When this feature was programmed off, no loss of capture was noted. No additional adverse patient effects were reported. The device remains in service.